Event description:
This ra lead was implanted on (B)(6)1990 and was abandoned on (B)(6)2011 due to an unknown repair/upgrade. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).